Event description:
A consumer reports that she has been experiencing severe halos (both eyes) following bilaterial intraocular lens implant surgery. Lenses remain implanted. Additional informatino has been requested from the implanting surgeon. MDR 1119421-2006-00071-- ist eye. MDR 1119421-2006-00072-- 2nd eye.